Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during the patient transfer the maxi twin lift was tilted sideways when the patient was first lifted and then put back on the chair. No injuries were reported as a consequence of the event. When reviewing similar reportable events, we have found a number of cases with similar fault description (tilted sideways). The trend observed for reportable complaints with this failure mode is currently considered to be very low and stable. It has been established that the lift device (maxi twin) and the sling system was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. An on-site inspection by an arjohuntleigh representative found a handset holder bottom section broken, also some paint on the top section of boom and hanger bar cap appear to have come off during incident. Maxi twin and the sling which work as a system were found to have not been to specification when the event took place, but this malfunction found on the maxi twin lift is not considered to have caused or contributed to the event. Since the device was being used for patient treatment at the time, it is considered to have contributed in the event - although not due to a malfunction. As required per iso 10535 a stability test has been performed that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the maxi twin does not become unstable. Based on the event description, review of previous related complaint investigations, it appears the maxi twin was not correctly positioned above the chair. This would mean that the hanger bar was not positioned over the center of the chair. In such a situation, to bring the patient over the center of the chair the caregiver may have decided to pull the patient into place which can destabilize the lift. In summary it appears most likely that the person in the sling was vehemently pulled into the desired position and as a result the lift toppled over in the direction that was pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the patient as leverage. From the information we have been able to obtain, our simulations and our product knowledge, the sequence of events presented above appear to be the most probable. Our evaluation appears to be in line with a use error having occurred. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents.

Event description:
It was reported by the company representative: "two carer's were hoisting a resident from chair to bed. Upon raising the hoist one of the care givers felt there was a fault with the hoist and started to lower the resident back down into the chair, the patient was not clear of the arm of the chair so the carer pushed and pulled on the hanger bar to move resident into alignment at this point the hoist tipped over, the resident was still connected to the hoist by the sling but remained sitting in the chair."